Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer said that the service indicator light is on and the chair will not move. She says she hit a crack in the sidewalk. She was stranded and had to be picked up. Chair would then operate intermittently. MDR filed.